Event description:
It was reported that a patient would get a shock when there was a fractured contact that was being used. It was noted the health care provider (hcp) had seen this event with a couple of patients who had voltage based therapy. The patients experienced the sensation of current spreading across their face during the event and they said ¿it was snapping.¿ it was also reported one of the patients was "turning his head, which the hcp thought was doing something but the hcp did not know if it was a short, but basically there was a fracture in the contact that was being used and he was getting shocked."

Manufacturer narrative:
(B)(4).